Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, an FDA medwatch notification was received via email. A facility representative reported that an ar-12990n knee scorpion needle tip broke off. The surgeon looked in the patient's joint area and could not locate the broken tip. A flat plate x-ray was taken, and the radiologist confirmed no retained object in the patient's knee. This was discovered during a right knee arthroscopy and medial meniscus root repair procedure. Additional information requested.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.